Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced device displacement on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504501bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information with the catalog and serial number for the left side breast implant device. The catalog number is 3501650 and the serial number is (B)(4). The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n (B)(4). Manufacturer¿s reference number: (B)(4).